Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained in the common femoral artery and common femoral head via a 5f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with aspirin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be <5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that while the patient was in recovery, the patient developed a 3 inch x 3 inch in size hematoma. A CT scan ruled out a retroperitoneal bleed. Manual compression (duration unknown) was used to treat the hematoma. The patient was kept in the hospital overnight due to the mynx device/mynx procedure and discharged the next day. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.